Event description:
The pump was returned for routine service. During service testing, the ac cord was found to be burnt at the strain relief. Discussion with the facility revealed that there were no patient or user injuries reported. The facility had no knowledge of this condition when the pump was returned and was unable to determine where or when the problem had occurred.